Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy while skiing. The patient had received eight inappropriate shocks over two stored episodes and presented to the hospital, where review of the episodes showed mechanical noise. The noise was able to be reproduced in the secondary and alternate vectors while manipulating the sense a node. Noise was not produced with pocket manipulation. The patient was admitted to the hospital with device therapy deactivated and it was planned to transfer the patient to the implanting facility for a system revision. X-rays were performed and reviewed, but were inconclusive for an electrode fracture. X-rays did show the terminal pin appeared to be fully inserted into the device header. One week later, the device and electrode were explanted and replaced as an electrode fracture could not be confirmed and the device could not be ruled out as a cause of the mechanical noise. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy while skiing. The patient had received eight inappropriate shocks over two stored episodes and presented to the hospital, where review of the episodes showed mechanical noise. The noise was able to be reproduced in the secondary and alternate vectors while manipulating the sense a node. Noise was not produced with pocket manipulation. The patient was admitted to the hospital with device therapy deactivated and it was planned to transfer the patient to the implanting facility for a system revision. X-rays were performed and reviewed, but were inconclusive for an electrode fracture. X-rays did show the terminal pin appeared to be fully inserted into the device header. One week later, the device and electrode were explanted and replaced as an electrode fracture could not be confirmed and the device could not be ruled out as a cause of the mechanical noise. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned s-ICD was thoroughly inspected and analyzed. It was returned with the electrode attached to it. The device was able to be interrogated and a memory download was performed successfully. Testing was completed with the electrode attached and while the electrode was being physically manipulated. No noise was noted during testing. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.